Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device had a syncopal episode. The local boston scientific field representative reported that the patient had passed out during threshold testing. There were no additional adverse patient effects reported. The device remains in service.